Manufacturer narrative:
The device and internal handles were returned to zoll medical corporation for evaluation. Testing of the device and handles were not able to duplicate the customer's report. However, the technician noted that the internal handle's discharge button was worn and difficult to actuate. This internal handle set was manufactured in 1999 and internal handles have a limited 250 cycle life, which typically takes 2 to 3 years depending on the customer's usage. We believe this product exceeded its recommended life and the paddles have been scrapped. It is important to mention the operator's guide states to inspect and remove from usage if there are signs of loose, flaking or damaged insulating coating, or other mechanical damage. The device was recertified and returned to the customer. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Event description:
Complainant alleged that during open heart surgery for a cardiac arrest patient (age & gender unknown), the device failed to discharge using internal handles. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.